Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. Both the rv and right atrial (ra) leads were explanted and a new rv lead was implanted on the right side due to blood clot issues on the left side. No patient complications have been reported as a result of this event.